Manufacturer narrative:
Additional manufacturer narrative: there are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, the mitral valve replacement contributed to the need for aortic valve replacement. This caused a serious injury which led to extended bypass time, coagulopathy, and the need for multiple blood products. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event and the cause of death remains unknown; however, the site indicated the device did not lead to the patient's subsequent expiration. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient expired after an unknown implant duration due to unknown reasons. As reported, the patient was admitted and underwent mitral valve replacement. After additional procedures were performed (tricuspid valve repair and aortic valve replacement), the patient was removed from bypass. The chest was about to be closed when a large amount of bleeding from the back of the heart was observed. The patient was placed back on bypass and, upon inspection, there was a large tear in the posterior wall of the left ventricle. An attempt to fix with pledgets was made; however, the bleeding continued. Upon further examination, another tear occurred adjacent to the repair and additional pledgets were placed. This, plus intravenous clotting products, stopped the bleeding and the patient was stabilized enough to be transferred to the intensive care unit (ICU) with stable, but low blood pressure and minimal ongoing bleeding into the drainage tubes. The patient later expired in the ICU. Per the physician, the devices did not cause the patient's expiration.